Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: h10. Device evaluation results: one cadd legacy pump was returned for investigation in used condition. The keypad and labels were intact. There was a crack starting to form near the jack on the rear housing. A review of the event history log evidenced the following: 0993> pump turned off (B)(6) 2018 2:24:00 am. 0994> power down (B)(6) 2018 2:24:00 am. The pump was ran in user mode and a pressure test was performed. The customer reported product problem (pump double beeps indicating that no cassette is attached) was not reproduced during testing. Several attach/detach cycles were successfully completed. The pump also passed the upstream and downstream occlusion and pressure test. The pressure value was 18 psi. The problem source of the reported product problem was unknown. A root cause was not established.